Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion set. The cannula of the infusion set came out of the patient's body in the middle of the night while she was sleeping. The patient believes this happened due to her catching it and pulling the cannula out. There was no allegation against the product. The patient did not notice this at breakfast and completed her bolus. At 11:00 a.m., the patient was feeling very sick and the blood glucose result was 29.0 mmol/l. It was then she noticed her cannula was no longer inserted into her body. The patient went to the hospital where she stayed for 10 hours. The type of treatment given to the patient at the hospital was not provided. The blood glucose result at the hospital was not provided. The infusion set is not expected to be returned for product evaluation.